Event description:
A customer reported that during a procedure, the vitrectomy probe would go from 5000 cpm to 2500 cpm intermittently with connector going amber. The surgeon completed the case using 2500 cpm. There was no pt harm.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).